Event description:
It was reported that on the 4th day of npwt utilizing a pico7, it was noticed the dressing has not been compressed. At that time the ok lump continued to flash and the leak indicator lump was not illuminating, and no motor sound was to be heard after the dressing was removed, the pump started to generate the motor sound. The treatment was continued with a new pico kit. No patient harm. No delay.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No other errors were detected. As no lot number was provided a review of the batch manufacturing records could not be carried out. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿ smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.